Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customers blood glucose (bg) read "high", however, a specific value was not provided. Reportedly, the customer changed pump supplies to resolve the occlusions and resumed insulin delivery to address the bg level.